Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The stem had subsided and so was revised

Manufacturer narrative:
DHR analysis (for product code l92524) the DHR analysis of the batch returned (5107729) shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or failure investigation report. X-ray analysis: this analysis was performed by depuy france bioengineer: it was concluded that as the surgeon indicated (comments included in the complaint description), the kar stem may not have been the most appropriate implant for such revision case. The subsidence of the stem can explain the lack of osseointegration and the presence of the ha coating on the stem. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. No other analysis was possible because the products were not returned